Event description:
It was reported that upon re-engagement (ready made) of a side-firing fiber being used for a prostate procedure, the aim beam was observed to have forward-fired. The forward-firing condition was observed when the fiber had accumulated 142,314 joules. The patient outcome was reported as "okay". No patient or end user injury was reported. The procedure was completed with a second fiber.